Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date is unknown. According to the complainant, the device does not allow normal flow of the drug. Cleaning of the j-tube was done as directed. The device had been in place for twelve months. A new endovive two-port through the peg jejunal feeding tube was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) occlusion within the j tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.